Manufacturer narrative:
(B)(4). Devices not received, lot review only. The customer has requested an event log review. A follow up report will be submitted with investigation results once eval has been completed.

Event description:
The customer reported that a 1 hour infusion completed and there was still half the bag remaining when it should have been empty. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
The customer's report of fluid remaining when infusion completed was not confirmed. Analysis of the event log shows that the pcu was powered on (B)(6) 2015 at 9:47am with the reported device attached as channel b; and the suspect device sn (B)(4) attached as channel a. At 9:49am the source device was attached as channel a. During programming a soft guard rails alert occurred due to the intermittent dose being exceeded. The user chooses to proceed with programming. The initial primary volume infused was recorded as 533.315ml/h. At 10:50am the infusion completed with a final primary volume infused of 846.336ml/h. The device was powered off. This is the final volume infused. 313.021ml/h. The root cause of the customer's report was not determined. No device was returned for investigation.